Event description:
Patient was recently implanted shock impedance was normal at implant and increased to greater than 150 ohms the day after implant. X-ray shows that one of the df-1 plugs may have pulled back in the header. Physician suspects a set screw issue. On (B)(6) 2010- the physician elected to reopen the pocket today and retighten the set screw, which successfully resolved the complaint issue. The device remains implanted. Should additional information become available, this event will be updated.